Manufacturer narrative:
CAPA remediation.

Event description:
The patient developed very mild erythema over the ipg site noted on the post-op visit and was started on an antibiotic. It completely resolved, uneventfully on follow up visit. Date of event unknown.